Event description:
Inserted (B)(6) 2015. Chemo every 2 weeks. Monday 8th flushed fluid leaking out, not sure where split is at present, line has been removed.

Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for eval was one. A 4fr srl powerpicc solo catheter. Usage residues were observed throughout the sample. Adhesive residue extended from the molded joint to just distal of the 11cm depth marking. A partial circumferential split was observed at the 12cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed that the split occurred opposite a partial circumferential kinking impression. The catheter kinked preferentially at the site of the impression during manual manipulation. Microscopic inspection of the split revealed rounded edges which exhibited a granular texture. Buckling of the catheter material was observed in the vicinity of the split. The catheter exhibited an elliptical cross-section at the site of the split. The characteristics of the split were typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tubing. The proximity of adhesive residue to the split indicated that catheter fixation techniques likely caused/continued to the observed failure.